Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed via tka with sigma prf implants on (B)(6) 2007. The patient complained the pain after the surgery. The surgeon confirmed that the tibial bone implant was inclined slightly forward due to the bone missing at behind the tibia under x-ray. Also, for the femur side, the gap between the bone in the front flange portion was observed, so that the loosening was occurred at the implant. The revisions surgery was performed on (B)(6) 2018 to replace all implants to another manufacturer¿s implants except for sigma/ov/dome (p/n: (B)(4)). The surgeon decided to keep sigma/ov/dome in the patient¿s knee joint because there was a possibility that it becomes too thin if explanted. No further information was provided by the hospital.

Manufacturer narrative:
Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.